Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that another manufacturer's catheter was positioned in the splenic artery for embolization of the splenic artery and x3 retracta detachable embolization coil had been successfully deployed. A 4th retracta detachable embolization coil was advanced through the other manufacturer's catheter and became jammed in the catheter. The physician was unable to move the retracta detachable embolization coil within the catheter, so the catheter had to be removed with the coil still inside. It was further noted that the coil was stretched approximately 10cm (centimeters) measuring approximately 5 mm (millimeters) from the proximal end of the coil. A new catheter was used to deploy more retracta and nester coils. There were no reported serious injuries to the patient as a result of the product problem.